Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Power connector plug in and locked in place properly. No pump error 24 alarms noted during testing. No missing segments/partial display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the alarm was generated when a power failure is detected pump error alarm. Customer was able to clear the alarm. Insulin pump had a partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.